Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a robotic esophagectomy procedure, when the radial reload was used on gastric tube creation, the tissue was clamped(only up to about halfway from the tip), the green button was pressed and the center control button was pressed to fire, but 2 or 3 staples were stuck in the tissue and the cutting was almost not completed when the jaws were open. It was unknown whether the firing was stopped halfway. They replaced it with another handle and reload, and the resection was performed again and completed without problem. There was no patient injury.